Manufacturer narrative:
The device has not been returned for evaluation. Attempts to have the device returned have been made. If additional information is obtained, a follow-up report will be initiated.

Event description:
Reported overinfusion of piggyback. Incident occurred on (B)(6) 2010. No extraordinary circumstances were occurring at time of incident. Facility had a 250 ml primary bag set up with a secondary piggyback set up as well (500 ml of leucovorin). Facility programmed 280 ml/hr on piggyback. Facility reported that over a half-hour period, the entire bag was infused. The facility pulled the pump from the floor. They tried to replicate incident but were unable to do so. At some point, the facility was planning to interrupt the secondary infusion to do a syringe pump, but that never took place. A patient injury was reported, but patient is apparently fine now. No further information about patient available.